Manufacturer narrative:
(B)(4). This is a report where the patient improperly disconnected from and reconnected to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient improperly disconnected and reconnected to the patient line. The event occurred during drain five of five of peritoneal dialysis therapy. During troubleshooting, the patient reported that they thought therapy was completed and had disconnected without capping the patient line. The patient later reconnected to the line. The technical services representative reviewed proper procedures with the patient and assisted in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.